Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, post marketing adverse event reporting for medical products and dietary supplements during a pandemic. The device returned to omsc for evaluation. The evaluation of the device confirmed that the reported event could not be reproduced. Omsc reviewed complaint history of the device, and found that same issue of the 3d endoscopic image not displaying occurred during use in conjunction with another (B)(4). As a result of the investigation, the cause of the 3d image issue was attributed to the cable failure of the (B)(4). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a 3d endoscopic image was not displaying on the screen properly during a pyloric gastrectomy (ladg) using the device in conjunction with the olympus rigid video scope, (B)(4). After that, the user switched from 3d to 2d endoscopic image, but the screen got dark. The user rebooted the video system center, then the phenomenon was resolved. The user completed the intended procedure using the same device. There was no report of patient injury associated with this event.